Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented with light headedness, fatigue, dizziness and low blood pressure. The pulse generator and ventricular lead exhibited intermittent loss of ventricular capture. There was no pattern to the loss of capture. The pulse generator was explanted and the lead was capped on (B)(6) 2017 and both replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomaly was found.